Manufacturer narrative:
Covidien reference: (B)(4). The covidien technical support engineer (tse) troubleshot this malfunction with the customer over the telephone. The tse recommended running all tests and calibrations, per ventilator¿s service manual. The tse also instructed the customer to run the unit for 48 hours to determine if error code could be duplicated.

Event description:
It was reported that, during patient use, a ventilator generated an error message and became inoperable. The patient was removed from the ventilator. Although requested, it is unknown if the patient was transferred to another ventilator. There is no report of death or serious injury associated with this event.